Event description:
Patient w/ history of coronary artery disease s/p (status post) lad (left anterior descending artery) stent (2000) and a recent stent to rca (right coronary artery, 2021) underwent a lhc (left heart catheterization) with ivus (intravascular ultrasound) of the lad and pci (percutaneous intervention) of the proximal-mid lad. The procedure was complicated when the ivus catheter caught a corner of the newly placed lad stent and folded the stent over decreasing flow distal to the new stent. In response to this, the patient required 2 additional stents, multiple sizes, & inflations of the coronary balloon to resolve. The ivus was removed intact. No further issues were noted, and the patient was discharged home the next day.